Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Unit had unresponsive up buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restarterror test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify no delivery, failed batt test and low battery alarms due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were less sensitive. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarms. Customer stated that the insulin pump rejected new batteries. The insulin pump will not be returned for analysis.